Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of both the left ventricular (lv) leads the catheter slipped out of the coronary sinus during lead placement and when the leads were removed there was blood half way up the leads inside the insulation.there was a suspected insulation defect. The leads were replaced with a third lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. There was no insulation breach was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.